Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error u-02. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of erbe u-02 error points to iesu checkmaster failure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical support engineer (tse) stating the integrated electrosurgical unit (integrated electrosurgical unit (iesu) or erbe or erbe was generating a u-02 error. The customer was advised that the issue indicated a failure requiring replacement of the iesu, and the customer was guided to locate a backup generator cord to set up the forcetriad as a temporary workaround. The customer later called back and stated they could not locate the required bifurcated cable. The customer was then walked through swapping the iesu with another available vision side tower to restore functionality, and the customer indicated an upcoming preventive maintenance visit. The procedure was aborted to another dv system with no reported injury.